Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited longevity calculations from 6 years to 4.5 year. Boston scientific technical services (ts) suggested to have the data analyzed. This device remains in service. No adverse patient effects were reported.